Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, the drill device would not fit/install into the motor device. During service and evaluation, it was determined that the device had a missing red indicator from the muffler tube, loose set screw, dented collar, and motor housing, leaking oil between swivel components, and a cut in the hose near the muffler area. It was further determined that the device failed pre-test for hose verification, muffler tube verification, loctite and oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.